Manufacturer narrative:
The ge svc rep could not duplicate the symptom. He reviewed the debug log, saw ffb disconnects, performed power assembly checks, seated chips on ffb, and adjusted the 5vdc on ffb from 5.01 to 5.12vdc. The system operates as intended.

Event description:
The customer reported that the system locked-up during a case. The problem occurred with the pt on the table and under anesthesia. The system did not work after reboot.